Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that customer received a motor error alarm and was hospitalized twice as a result. Customer was hospitalized on (B)(6) 2014 with blood glucose of over 600 mg/dl. Customer was hospitalized due to diabetic ketoacidosis. Customer was hospitalized for three days. Customer was off insulin pump for a few hours at the time of hospitalization. Customer was also hospitalized on (B)(6) 2014 with blood glucose of over 545 mg/dl. Customer was hospitalized due to high blood glucose caused by motor error alarm. Customer was still hospitalized at time of call. During troubleshooting for motor error, it was found that customer was not exposed to magnetic field or MRI. Customer does not use sensor features. Customer was able to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.